Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that the device was used during a gastric bypass procedure. The surgeon stated that he clips over staple lines when there is oozing. On the first and second firing, the clip did not form properly and was in an "o". On the third firing, the clips were double feeding. On the fourth and final attempt to fire the device, the clips jammed and would not hold in the device. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 instrument was received in good visual condition. In addition, a bag with two malformed clips was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed sixteen conforming clips and it ejected one clip; finally, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.